Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via medwatch form that in 2012, the patient underwent spinal fusion at l5-s1 wherein rhbmp-2/acs was used. The procedure occurred both posteriorly and anteriorly. The patient's pain level increased resulting in his being disabled. The patient has been taking pain medications ever since. The patient was also diagnosed with symptoms of prostate cancer around 2014. The patient alleged that the surgery had affected his quality of life adversely.